Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent system was used during a stent placement procedure on (B)(6) 2011. According to the complainant, the patient had a fistula due to malignant tumors of the esophagus and trachea. The patient developed a bleed from a main artery infiltration of the tumors. An sengstaken-blakemore (sb) tube was placed to treat the bleed. The stent system was the advanced over a guidewire and positioned within the esophagus to seal the esophageal and trachea fistulas and help treat the bleed. However, the patient experienced an endobronchial arterial hemorrhage and the patient threw up blood. The stent was not deployed and the stent system was removed from the patient. In the physician's assessment, the endobronchial arterial hemorrhage was a result of the removal of the sb tube. In addition, the physician stated that the stent "was no problem." The procedure was not completed as a result of this event. The patient condition at the conclusion of the procedure was reported to be "good after treatment." The type of treatment administered was not provided.

Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent system was used during a stent placement procedure on (B)(6) 2011. According to the complainant, the patient had a fistula due to malignant tumors of the esophagus and trachea. The patient developed a bleed from a main artery infiltration of the tumors. An sengstaken-blakemore (sb) tube was placed to treat the bleed. The stent system was the advanced over a guidewire and positioned within the esophagus to seal the esophageal and trachea fistulas and help treat the bleed. However, the patient experienced an endobronchial arterial hemorrhage and the patient threw up blood. The stent was not deployed and the stent system was removed from the patient. In the physician's assessment, the endobronchial arterial hemorrhage was a result of the removal of the sb tube. In addition, the physician stated that the stent "was no problem." The procedure was not completed as a result of this event. The patient condition at the conclusion of the procedure was reported to be "good after treatment." The type of treatment administered was not provided. Additional information received since (B)(6) 2011. According to the complainant, the sengstaken-blakemore (sb) tube was placed prior to the stent placement procedure. The sb tube was removed before the insertion of the endoscope. The attempt at stent placement was then performed. The endobronchial arterial hemorrhage occurred as the physician confirmed the positioning of the stent and began to attempt stent deployment. In the physician's assessment, the attempted stent placement did not cause or contribute to the hemorrhage. In addition, an endobronchial tube was placed and bleeding occurred from the tube during the procedure.

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labelling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Bleeding is listed as a potential complications in the dfu. Therefore, the most probable root cause classification for this event is "anticipated procedural complication."